Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unknown issue. The reporter claimed the subject meter "did not read the result". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.